Manufacturer narrative:
Zimvie complaint number (B)(4) d10: scts, scr fixation replace spec tra-cone & tapered abu-3 each. D10: 30at324, 30 deg taper 3.5p 2mm-4mm-2 each. G4: additional PMA/510(k) number ¿ k013227. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment fractured at the screw portion in the implant but was retrieved. The patient has been scheduled to replace the abutment.